Event description:
Device malfunction: filter placed with incorrect guide wire. Symptoms/ae: right sided weakness; filter basket unretrieved in artery. Time of symptoms/ae: during the procedure. It was reported that the emboshield embolic device (epd) was placed without using the required bare guide wire for a left internal carotid artery stenting procedure. The epd retrieval catheter was positioned; the guide wire and emboshield were attempted to be pulled into the retrieval catheter; however, the epd remained in place. A retrieval attempt using a snare device was unsuccessful and the epd remains in the petrous portion of the carotid artery. The patient experienced symptoms of right sided weakness and is being observed. This is all the available information known.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.